Manufacturer narrative:
The insulin pump was received with motor error alarm during occlusion test and was unable to prime during prime test due to faulty force sensor resistor. The motor passed motor test. The occlusion test could not be performed due to motor error alarm. The device also had a missing end cap sticker, scratched lcd window and cracked reservoir tube lip.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump alarmed motor error. Blood glucose value was 303 mg/dl; treated with manual injection. It was stated that the drive support cap appeared recessed and the insulin pump was not exposed to a high magnetic field. It was stated that the customer was able to rewind but the alarm would return. The device was returned for analysis.